Event description:
It was reported that "redness as well as oval shaped lesion found where ground pad had been."

Manufacturer narrative:
The original device is being retained by the facility. The device history record was reviewed for the lot code given, and was verified that product was produced according to specifications. Non conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. Without the actual device, a thorough investigation could not be performed. Lot representative samples were received, tested (visually/functionally) and met specification. Photos were received. The quality engineer stated that the shape and orientation of the burn suggests that the pad was applied longitudinally, rather than the recommended traverse direction. It is not clear the direction of the source current, but if pad was lifting somewhat during the procedure, a decrease in patient/electrode contact may have resulted. If the original device is received, we will reopen this complaint. We now are considering this complaint closed. Due to an oversight, this report is being filed late.